Event description:
It was reported that the customer was hospitalized due to a high blood glucose level. The insulin pump's motor failed. His actual blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.